Event description:
A malfunction was reported on a pump by a customer. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing information to reset the pump, which successfully resolved the issue, allowing the customer to continue using the pump without recurrence of the malfunction code. The customer was advised to contact support if the issue reoccurs.